Event description:
Additional information was received which showed the initial report had reported on the incorrect lead. Refer to manufacture report # 6000153-2013-00041 for any additional information on the correct lead refered to in the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead was removed from the box and visual inspection from outside the pouch confirmed that the lead tip was bent. The lead was not used. No further information was reported.

Manufacturer narrative:
(B)(4). (B)(6).